Event description:
It was reported that there was a hardware removal from initial trauma surgery due to pain. Intraoperatively, due to cyst, the surgeon reimplanted competitor devices with 15cc of hydroset.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product details: distal locking screw. Device will not be returned.